Event description:
Per independent repair center statement the units alarm would not function. The key failure was the manifold was stuck/leaking. Additional malfunctions include the filter was dirty, the power switch for the control had a short circuit, the zip ties for the manifold were replaced, and the hose clamp for the manifold were replaced.